Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During use of the device for a surgical procedure, the user reported the centrifugal drive motor was very hot. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.